Event description:
The information received indicated that the luer hub was noticed to be cracked during preparation. The product was not used in a pt. There was no damage on the product's packaging. There was an inflation device used. However, the brand name is unk.

Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product is available for evaluation and testing, but has not yet been returned. Additional information will be submitted within 30 days from receipt.